Event description:
It was reported through the litigation process that an implantable port was implanted successfully. Approximately six years and nine months later, it was alleged that the port catheter fractured and migrated to the patient's heart. It was further reported that the patient underwent surgery to remove the fractured piece. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, medical records were evaluated as part of the investigation and the complete break of the catheter or part of the catheter can be confirmed with the medical records provided. Although a definitive root cause could not be determined, catheter/catheter connection flexural fatigue during routine use or power injection, or catheter embrittlement due to chemical degradation, catheter tear at stem, or over stretch due to occluded catheter during power injection could have potentially caused or contributed to the reported event. Labeling summary: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for port catheter break with migration. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the litigation process that an implantable port was implanted successfully. Approximately six years and nine months later, it was alleged that the port catheter fractured and migrated to the patient's heart. It was further reported that the patient underwent surgery to remove the fractured piece. The current status of the patient is unknown.